Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.

Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and did not meet production specifications for water spray and leak test and cap removal requirements. Quality personnel then investigated the attachment. The attachment exhibited maximum temperature of 47.2 c during load testing. This temperature did not exceed requirements. However, it was noted by quality technician that the attachment is getting hot and the temperature recorded during testing was only -1°c lower from failing temperature requirements. During cut test the pilot came off and the test was discontinued. Microscopic evaluation of the attachment head revealed crack on the bur tube. Results from sycotec stated the inner components are dirty and some rust was also observed. The axis have crack in the front. The head housing shows small dent possible due to a drop but that could not be determine.